Manufacturer narrative:
The cartridge was not returned to co as requested for eval. Therefore the exact cause of the alarm cannot be determined. The observed kink cannot be confirmed in this segment of the tubing which is post sensor and therefore would not have resulted in the alarms reported. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Co considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and arterial pressure alarms occurred during a routine hemodialysis treatment which could not be resolved. The operator reported observing a kink in the blood pump tubing segment. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.